Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. Further inspection of this returned device confirmed there was no air/water flow. Play was noted with scope¿s angulation and control knob in the (u,d,l, r). The control knob was found loose. Deep scratches were noted in the scopes plastic cover. The bending section rubber glue was found worn out . The insertion tube was noted to have a snaky shape. Buckles were observed on the light guide tube. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing the air/water channel was noted to be blocked. There was no patient involvement reported. The scope was returned for evaluation and found foreign material exiting the air/water channel which is considered a reportable malfunction. This report is to address the foreign material found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. However, it is likely the nozzle was clogged with foreign material originated from peripheral device, body fluid, or an adherent came from used chemical agents, etc., due to inappropriate reprocessing after previous procedure. The user is able to detect the suggested event appropriately by handling device in accordance with the following IFU. Operation manual; inspection of the endoscope: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." The user is able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU. Reprocessing manual; precleaning the endoscope and accessories: "flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter after each patient procedure." Manually cleaning the endoscope and accessories: clean the external surface, immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution, rinsing the endoscope and accessories following disinfection_ rinse the endoscope and accessories." Olympus will continue to monitor field performance for this device.